Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient who was receiving compounded baclofen clonidine (unknown concentration, dose and lot number) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2016. It was reported the patient experienced discomfort at the pump site and the pump started to erode through skin. The patient was hospitalized (date of hospitalization unknown). An infectious disease physician treated the patient to prevent infection. It was determined by the physician that the pump did not need to be explanted at that time. After discussion with neurosurgeon, it was determined the patient needed a pocket revision to replace the 40ml pump with a 20ml pump. Computerized tomography scan was done to assess the tissue to determine what the best option would be for pocket revision/pump replacement. The pump was replaced (B)(6) 2016. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.